Event description:
The customer obtained imprecise vitros amon results from multiple patient samples run on a vitros 250 chemistry system. For sample 1, imprecise vitros amon results of 75, 148, 35, 60, 34, 91, 16, and 63 umol/l were obtained. For sample 2, imprecise vitros amon results of 50, 54, and 101 umol/l were obtained. Biased results of the magnitude observed may lead to inappropriate physician action. The expected amon value was not determined for either patient sample, therefore, none of the imprecise vitros amon results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros amon results were obtained from multiple patient samples run on a vitros 250 chemistry system. The imprecision was observed across three different vitros amon reagent lots. An ocd field engineer cleaned the microslide incubator to return the instrument to expected operation. Following this action, acceptable vitros amon performance was observed. Per the vitros 250/350 chemistry system maintenance and diagnostics guide (13 june 2012 revision), microslide incubator cleaning is considered an "as required" maintenance activity. The root cause of this event is most likely instrument related. There was no evidence to suggest a malfunction of the vitros amon reagent.